Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on 10/08/2010, for investigation. Visual inspection revealed that there were no non conformities with the device. There was no evidence of blood. Resistance and jaw force measurements passed specifications. A pre-cautery test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly was opened up and a small cut was found in the shrink tubing on the welder unit wire. Based upon this observation, the reported complaint for "intermittently working" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting, the vasoview hemopro endoscopic vessel harvesting system would not activate while trying to harvest the radial artery. A new kit was used to complete the procedure. There were no pt effects. The product was returned.